Event description:
It was reported that during a coronary stenting treatment procedure, a stent dislodgement occurred. The 85% stenosed lesion was located in a non-tortuous and mildly calcified circumflex artery. The physician advanced a 4.00x12mm liberte' bare metal stent to the lesion and implanted it in the distal portion of the lesion. A second 4.00x12mm liberte' bare metal stent was advanced to the ostium of the circumflex when the physician felt resistance. The physician decided to predilate again and withdrew the device from the patient. It was noted at this time that the stent has dislodged from the delivery system and was located in the left main artery. A 4x8mm snare was inserted into the 6f guide catheter and the dislodged stent was snared and removed from the patient. The procedure was completed with a 2.5x12mm liberte' bare metal stent. No further patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.